Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal electrode, the distal connector was distorted and bent, and the lead appeared to be damaged at implant. The analyst noted that the lead was returned with the helix fully retracted and the is-1 pin bent. Visually there was no helix damage. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant attempt the helix of the lead was broken. It was also reported that there was possibly an infection. The lead was not used. No further patient complications have been reported as a result of this event.

Event description:
Further information revealed there was no infection related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.